Manufacturer narrative:
Evaluation summary: it is unknown exactly which type of m/l taper hip stem had the "white powder." If the implant was ha/tcp coated, some of the coating may have rubbed off during transit producing a white powder. However, this cannot be confirmed without the return of the device. The exact cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that upon opening, the surgeon noticed that there was fine white powder on the device.